Event description:
It was reported there were concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). There was 55% remaining battery life on january 1, 2022 which reduced to 37% when transmitted on september 8, 2022. Device analysis shows normal battery consumption. There will be follow up observations. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported there were concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). There was 55% remaining battery life on january 1, 2022 which reduced to 37% when transmitted on september 8, 2022. Device analysis shows normal battery consumption. There will be follow up observations. Currently the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains a correction to section e1: initial reporter first name.